Event description:
The customer reported that during reprocessing of the subject device, the air/water channel was found to be blocked. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, a foreign material was identified in the air/water nozzle. This report is being submitted for the malfunction found during evaluation (foreign material in the nozzle). There was no report of patient or user injury due to the event.

Manufacturer narrative:
Upon inspection and testing of the subject device, the foreign material (black, rubber-like material) found in the air/water nozzle was suspected to be due to user handling. The evaluation concluded the foreign material did not originate from the olympus endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is possible that the foreign matter originated from peripheral equipment such as watertight packing, silicone-based adhesive or silicone parts were broken, which entered the channel and clogged the nozzle. However, a definitive root cause could not be determined. The following information is stated in the instructions for use, which aids in the detection of the event: "inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects." In addition, service found the adhesive on the light cover glass and the distal end was worn, the suction cylinder was scratched, there was leakage due to rust on the scope connector, air/water volume and air/water flow were out of specification, and electrical safety testing of the insulation on the insertion section was out of specification. Per the legal manufacturer, these other device issues found by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.